Manufacturer narrative:
(B) (4). Eval summary: no product or x-rays were returned for review. Implant was in vivo for 1 year, 10 months, 10 days. It is known that the pt is a (B) (6) female, however, other pt details are unk. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction action for. Zimmer correction # 1822565-04/19/2010-001c was issued to enhance the labeling for the nexgen mis stemmed tibial component. The implantation date is prior to the correction. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be re-opened.

Event description:
It is reported that the pt was revised due to tibial loosening.